Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that while in use a, 980 ventilator was inoperable and not ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.